Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Rayner intraocular lenses limited received confirmation that the device has been retained and would be returned to rayner for inspection/analysis (analysis is dependent on the condition in which the device is returned. At this time, no product has been received). To date, very limited information on the event has been provided by the healthcare facility. Additional information has been requested from the healthcare facility to aid our investigation of the reported lens breakage. Our review of production records for the t-flex aspheric 623t iol batch 023e45266 showed that all manufacturing and equality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (february 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 023e45266. The results of any additional investigation actions performed and any further information received will be provided in a follow up report.

Event description:
Rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred during use of a t-flex aspheric 623t intraocular lens (iol). The event description provided by the healthcare facility indicates that the lens was broken upon injecting.